Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery spatula (pcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged crimp from the yaw cable at the distal end. The yaw pulley was not broken as reported by the customer. Annex g was updated to reflect failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to section g3 : the g3 should be 05/06/2025 based on previously submitted on a related report. Therefore, h10 was updated to include MFR report number 2955842-2025-2247.

Event description:
Refer to h11 for follow-up information.